Event description:
It was reported that during an angioplasty treatment procedure, a balloon rupture and balloon detachment occurred resulting in surgery. The physician was attempting to perform angioplasty on a stenosed arteriovenous fistula located in a left forearm graft with a blue max balloon catheter. Vascular access was a venous limb of the graft in the medial portion of the forearm. The lesion anatomy was not tortuous or calcified. The balloon ruptured on the second inflation at approximately 24atms, a syringe was used to inflate the balloon. The balloon material detached from the catheter. An attempt to snare the balloon material from the patient was unsuccessful. The patient underwent successful surgery the following day to remove the balloon material. No further patient complications were reported.

Manufacturer narrative:
.